Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, h1: type of reportable event, h6: device codes, h6: patient codes, h6: impact codes.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service. Additional information was received detailing that a commanded shock was performed and a code 1005 indicative an open circuit condition was recorded. Replacement of the system was recommended. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service. Additional information was received detailing that a commanded shock was performed and a code 1005 indicative an open circuit condition was recorded. Replacement of the system was recommended. At this time, this lead remains in service. Additional information was received detailing that this lead was surgically abandoned and replaced.

Manufacturer narrative:
Additional information was added to the following fields:b2: outcome attributed to adverse eventb5: describe event or problem fieldh6: impact codesadditional information was added to the following fields:b1: adverse event/product problemb2: outcome attributed to adverse eventb5: describe event or problem fieldh1: type of reportable eventh6: device codesh6: patient codesh6: impact codes